Event description:
It was reported that the event occurred while in the cath lab during use. The user placed an intra-aortic balloon (iab) through the sheath via the patient's femoral artery without issue. Once in place they proceeded to start the pump; immediately they received a high pressure alarm. The iab was checked under x-ray to make sure it was in proper place and fully inflating. The user observed that only a bout half of the iab was inflating. The user attempted troubleshooting by stopping the pump and letting the pump go through its purge cycles again before restarting the iabp therapy, this did not work. Another attempt was made doing the same troubleshooting unsuccessfully. As a result, the iab was removed. A new iab was inserted via the same insertion site successfully and iabp therapy continued as planned. The iab was not saved for return. The pump was sent to biomed for testing. There was no report of patient death, complication or injury. No medical/surgical intervention was required. There was an approximate five minute delay or interruption in therapy with no harm to the patient. The patient's outcome is the patient was transferred to the intensive care unit successfully after the second insertion.

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.